Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, mother board, image processor board, generator interface board, and the hard drive were replaced during service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system intermittently had no video image displayed. No pt injury was reported.